Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent surgery in 2007 for the repair of a left inguinal hernia, and a mesh was implanted, reconstructing the inguinal floor. It is reported that three weeks post-operatively, the patch "broke" within the pt. The pt wants the mesh removed and replaced. No additional info was provided at the time.